Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "self check failure" error message. No further information was available. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing, power cycling, tce and rcs functional testing and calibration without duplicating the report. It was determined that the customer indicated that the self check failure message was able to be cleared after power-cycling the device. This would indicate that the self check failure was not a critical error. The device was recertified and returned to the customer. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. No trend is associated with reports of this type.